Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Implant date - estimate. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an unspecified stent had been previously implanted in the proximal popliteal and superficial femoral artery on an unknown date. In approximately (B)(6) 2018, the previously implanted stent was noted to be fractured and occluded, and a supera stent was deployed in the previously implanted stent to open the total occlusion. The patient returned with claudication symptoms on (B)(6) 2019, and a new occlusion was noted in the implanted supera stent. The patient's leg was amputated at the thigh due to the occlusion. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for evaluation. The lot history record (lhr) for this product could not be reviewed because the part and lot numbers were not reported. The reported patient effects of occlusion and worsening claudication are listed in the supera instructions for use as known patient effects associated with the use of the device. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. However, the surgical procedure and hospitalization appear to be related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.